Manufacturer narrative:
Internal complaint reference (B)(4). (B)(6). Ross, l. A., keenan, o. J., magill, m., brennan, c. M., clement, n. D., moran, m., & scott, c. E. (2021). Management of low periprosthetic distal femoral fractures: plate fixation versus distal femoral endoprosthesis. The bone & joint journal, 103(4), 635-643. Doi: 10.1302/0301-620x.103b4.bjj-2020-1710.r1.

Event description:
On the literature article named "management of low periprosthetic distal femoral fractures. Plate fixation versus distal femoral endoprosthesis.", the authors of the study reported that, after a peri-loc lateral locking plate was implanted to treat a su iii medial comminution fracture, the patient developed a early fixation failure. The cause for this was ruled as a coronal plate mal-reduction in combination with a medical comminution. To resolve the adverse event, the patient required a reoperation in which a distal femoral arthroplasty was performed. Patient outcome is unknown.

Manufacturer narrative:
The device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that the data was from a literature review reported, the patient developed an early fixation failure. The cause for this was ruled as a coronal plate mal-reduction in combination with a medical comminution. To resolve the adverse event, the patient required a reoperation in which a distal femoral arthroplasty was performed. Per the complaint, no further clinical information will be provided. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post-operative complications, healing issues and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B3 date of event is unknown.